Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Consumer reported they rated their symptoms at a ¿3¿ and also thought they may have a uti. Patient reported they felt their symptoms were worse. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.